Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d1, d4. Despite our good faith efforts, a repair update has not been received. If new information is received this complaint will be reopened and updated.